Event description:
The hospital reported that at the end of a trial endoscopic vein harvesting procedure, the harvester was about to place the hemopro tissue welder in the fold of the drapes when he noticed that it was engaged in the "on" position, turned red-hot, and would not shut off. No replacement was needed since it was at the end of the procedure. The hospital did not report any patient complications. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B) (4)